Event description:
It is reported that the pt is experiencing right hip pain and dislocation.

Manufacturer narrative:
Eval summary: no device identification has been returned for review. Neither x-rays nor surgical notes were returned for review to assess product fit and orientation per the surgical technique. In general, pt factors that may affect performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Insufficient information has been provided to be able to determine a root cause. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Simmer, inc considers the investigation closed.